Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician predilated the target lesion with a 4.00x12mm maverick balloon catheter before deploying the 4.00x16mm ion stent at 14atms for 13 seconds. The physician then postdilated the stent with a 5.00x8mm nc quantum apex balloon catheter at 18 atms for 10 seconds. An intravascular ultrasound (ivus) catheter was used for imaging the stent. Upon removal of the ivus catheter it was noticed that the stent had shortened. The ivus catheter was readvanced for confirmation. The procedure was completed by implanting a 5.00x12mm verflex stent overlapping the proximal end of the 4.00x16mm ion stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).